Manufacturer narrative:
(B)(4). Evaluation method: device history could not be reviewed as no serial number was provided. Results: patient's condition affected the effectiveness of the device. Conclusion: cause of event cannot be determined. Analysis: upon receipt at medtronic's quality laboratory, aa3.3 cm section of the valved conduit and a partial section of the conduit wall were received for analysis. Two support rings were noted on the outer wall. All leaflets were stiff due to host tissue overgrowth. All leaflets were adhered to the conduit wall. Extensive glistening off-white pannus extended around the outflow significantly reducing the outflow orifice area. Pannus lined the inner lumen covering most of the leaflets and commissures. Radiography showed trace mineralization in the valve and/or host tissue. Conclusion: the device history record could not be reviewed as no serial number was provided. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that this bioprosthetic valved conduit, implanted 10 months, was explanted due to stenosis. There were no adverse patient effects.